Event description:
It was reported that "the motor that tilts the seat and legs does not work".

Manufacturer narrative:
It was reported that "the motor that tilts the seat and legs does not work". The head motor makes a noise and is stuck in upright position. The head section raises on its own and will not lower. Unplugging and reconnecting the pendant seems to cause the bed to work intermittently. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.